Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device has abnormal tidal volume. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16706.

Manufacturer narrative:
Attempts have been made to try to obtain further information about this case but no further information was able to be obtained; only that the device was repaired and put back into service. This file will be closed and can be reopened if new information becomes available. The investigation concludes that no further action is required at this time. The device remains at the customer site.